Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3387s-40, lot# va1fltp, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient developed a cyst around the tip of the lead inside of the brain. As a result, the patient had the entire system removed. It was stated that there was not an issue with the extension or ins. It was reported to be unknown when the issue first began. No further complications were reported or anticipated.